Event description:
The customer reported that she passed out, and was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 249 mg/dl. The customer also reported that she was hospitalized for low blood glucose levels on (B)(6) 2011. The customer stated that she did wear the insulin pump during a cat scan. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.